Manufacturer narrative:
It is unknown whether the hydrus microstent remains implanted or whether the microstent was explanted; the device is currently not available for evaluation. Patient follow-up information and device identifiers were requested, but not provided. A supplemental report will be filed if new information is received. Microstent malposition, microstent-iris touch, anterior segment inflammation, and microstent explantation are listed in the instructions for use as potential adverse events. Manufacturer reference # (B)(4).

Event description:
A patient underwent uneventful cataract surgery with implantation of the hydrus microstent in both eyes sometime in (B)(6) of 2020. The post-operative period was typical and unremarkable. After the initial post-op period, the patient presented with episodes of cells and flare in both eyes requiring a course of steroids. The surgeon reported "periods of time" when the patient was unmedicated with no cells or flare, and intermittent episodes of anterior chamber reaction requiring treatment. At last examination, the hydrus microstent was gonioscopically observed to be in good placement in the right eye, but the left eye stent was partially in the anterior chamber with the "inlet rubbing on the iris." The malpositioned stent in the left eye was discussed with the patient as possibly contributing to the inflammatory response, and explantation has been scheduled for an unknown date.